Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("intense cramping") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("severe vaginal bleeding/abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent a hysterectomy procedure to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 21-jun-2018: reporter information was added. This case concerns adult patient. Essure indication was amended. Plaintiff fact sheet following events: abnormal bleeding (menorrhagia) and dysmenorrhea (cramping) was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('intense cramping') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("severe vaginal bleeding/abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy procedure to remove the essure device). Essure was removed on(B)(6) 2015. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bleeding: general abnormal bleeding. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Event general abnormal bleeding and she did not underwent essure confirmation test was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("intense cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("severe vaginal bleeding"). The patient was treated with surgery (underwent a hysterectomy procedure to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.